Event description:
Resident was leaning on rt side of the bed safety slide rail bracket. Broke at soldered area, resulting in the resident falling on the floor. Resident suffered a non-displaced public bone fracture.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-apr-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: expected wear/deterioration. Conclusion: invalid data, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.